Event description:
It was reported that unspecified bd infusion set disconnects the following information was received by the initial reporter with the following verbatim. There is a shortage at our bd supplier of 60 ml texium syringe with secure tip. The solution proposed as a replacement: syringe and secure texium closed male tip is not satisfactory because the tips disconnect in the wrong place and expose my employees to chemotherapy products.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Additional information: it's when we use a texium male luer tip on a luerlock syringe that it leaks. It's a question of adaptation on the syringe since it's the nurse who aims at the tip. This is not a problem on a syringe that is already equipped with the tip at the factory.

Manufacturer narrative:
Additional information in adverse event or prod prob (b). Investigation result: no samples were received for investigation, in which the customer has stated: ¿syringe and secure texium closed male tip is not satisfactory because the tips disconnect. ¿material/lot number of the affected product is not available. Further information from the customer has stated that they observed leakage when used a texium male luer tip on a luerlock syringe and they also confirmed that there was no problem on a syringe that was already equipped with the tip at the factory. In this instance, a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the texium component in the past 12 months.